Event description:
Event details: hi - my wife recently bought covid rapid tests that were supposedly from ihealth on amazon, but these are almost certainly counterfeit. In the suspected tests the control line was very faint and the well for drops could not hold a full drop and perhaps the printing was very slightly lower quality. But most importantly the tests did not work. My wife had covid and I had known exposure and was getting very sick. Multiple tests over several days kept showing negative. When I used a different box of ihealth tests that I we had already the positive line showed immediately. Happy to share any further information. This was a huge problem for me and a public health issue, so please let me know what I can do to help you resolve this.

Manufacturer narrative:
The lot number provided was lot # 231c020908, expiration 2024-12-07. Since this product was provided by amazon and there are no reports of non-authentic occurrences of this lot number. It is determined that this is either a result of human error or low viral load in the sample area during the time of the test. Suspects that the false negative test is due to the low viral load the customer had earlier in the week ((B)(6) 2024) when the test was taken. On saturday (B)(6) 2024 when the viral load was the highest was when the customer received a positive covid test from ihealth and another brand (fastep). There was no confirmation with a pcr test and the customer had self reported covid symptoms. Test to lot: 231co20908 batch of product retention samples,the test result is qualified.